Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted after approximately 8.5 months because the physician was unable to successfully reposition the lead after the lead had dislodged.